Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: analysis was normal. No anomaly was found.

Event description:
It was reported during implant, after placing the rv lead the measurements were within range on the psa. When connected to the device, the hv lead impedance was set high. Then the lead was repositioned but the hv lead impedance remains high. This lead was not implanted.